Event description:
It was reported that during a hip replacement procedure, the blade broke at the mount. It was also reported that there was a 2 minute delay and there were no adverse consequences as a result of this event. It was further reported another blade was available to complete the procedure.

Manufacturer narrative:
The blade subject to this investigation was not returned to the manufacturer for evaluation. Lot number information has not been provided to permit further investigation. The root cause is multi factorial.